Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain, nausea, weakness, and cloudy peritoneal effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date in the same month, unknown antibiotics (doses, routes and frequencies were not reported) were used to treat peritonitis. The patient also discontinued pd therapy and was placed on hemodialysis. On an unknown date in the next month, the patient was discharged from the hospital and antibiotics were stopped. In the same month, the patient had a new pd catheter placed and restarted pd therapy while also performing hemodialysis. As a result of abdominal surgeries performed to remove and then replace the pd catheter, the patient experienced swelling in feet, hands and legs, terrible pain in shin and thigh and weight gain. Treatment for the swelling and weight gain was pd therapy, hemodialysis, and exercises. Treatment for pain in shin and thigh was not reported. At the time of this report, the patient was recovering from the peritonitis, swelling in feet, hands and legs, terrible pain in shin and thigh, and weight gain. No additional information is available.

Manufacturer narrative:
(B)(4). Date of event: on an unknown date in (B)(6) 2013, the patient experienced peritonitis. A review of all batch record documents was performed for potentially associated lot number(s) h13b04045 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.